Manufacturer narrative:
(B)(4) date sent: 6/28/2024 d4: batch # unk additional information was requested, and the following was obtained: exactly how many devices had the issue with the cartridge falling out? = 2 devices. Did the replacement device used have the same issue?=yes. The reload that would not sit in the device, was it used in the replacement device? =the reload that would not sit in the device, it was used in the replacement device.were there any issues with any of the cartridges?=there were issues with 2 devices and 2 cartridge's. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the cartridge continuously came off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.